Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient showed a decrease in blood oxygen saturation, and the gas sample was breathed. The doctor ordered endotracheal intubation. Before endotracheal intubation, air leakage was found when the balloon of endotracheal intubation was examined, and the endotracheal intubation was replaced to rescue the patient.